Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 600 mg/dl. The customer treated with multiple insulin pump boluses but their blood glucose would not decrease. However, due to the high amounts of insulin used, the customer's blood glucose plummeted to the 70 mg/dl and 90 mg/dl ranges and he passed out. The customer's spouse also treated him with dextro and called the emt. The patient was taken to the ER for further treatment. The incident occurred on (B)(6) 2018. Troubleshooting was not completed; however, tests were performed. The insulin pump passed the self test and displacement test. The insulin pump was not returned for analysis.